Event description:
Doctor reported peri-implantitis with discomfort, swelling, inflammation and pain.

Event description:
Doctor reported peri-implantitis with discomfort, swelling, inflammation and pain.